Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when the bronchofibervideoscope was inside the patient, an ultrasound image wouldn't appear. The issue occurred during a diagnostic endobronchial ultrasound bronchoscopy procedure. The procedure was completed with another olympus device, with less than 30 minutes of delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found no image with excessive image guide breakage and all full broken elements. Based on the results of the investigation and previous investigations it is likely probable causes of the alleged failure are excessive image guide breakage and all full broken elements. The most probable cause of the reported issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.